Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (1.0 mg/ml at 0.4794 mg/day), prialt (0.5 mcg/ml at 0.23970 mcg/day), and morphine (25 mg/ml at 11.985 mg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and spinal pain. Per the patient, she had pain and burning which was the reason for the pump implant. On (B)(6) 2016 it was reported that the patient had a granuloma that was confirmed by an MRI and CT scan. Per the patient, she had ¿no fat¿ on her spine and in (B)(6) 2016 she noticed a lump around t12 that was about the size of an egg that bothered her while she was in bed and it was ¿burning and hurting¿ her. The symptoms had come on suddenly and she had no other symptoms besides the lump on her back. The hcp (healthcare professional) ordered a CT scan and then an MRI. The MRI report from (B)(6) 2016 stated ¿6 mm mass on the left aspect of the conus potentially representing a granuloma of it pump catheter at t1. Nodule¿. The patient didn¿t believe that her hcp knew how to manage a granuloma. The patient was questioning whether the granuloma was caused by irritation from removing her previous catheter in 2005. The patient had the previous catheter/device system removed because she wanted to see if she could not use the pump therapy, but later determined that she could not, so she had the device system re-implanted. The pump helped her pain, but not the burning (only ice helped the burning). The actions/interventions taken to resolve the granuloma were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.